Manufacturer narrative:
Concomitant medical products: 350974 lead, implanted (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an infection. The device and leads were explanted and will be replaced at a future date. No further patient complications have been reported as a result of this event.